Event description:
N/a.

Manufacturer narrative:
The certas valve (ID(B)(6)) was not returned for evaluation as the product remains implanted therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to the customers working environment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported a certas valve (ID 828803pl) was implanted on (B)(6) 2024 unknown year, with initial setting of 3. The initial setting caused her to be sent to the emergency room (ER) one day after implantation due to vomiting and unconsciousness. The setting of the implant kept adjusting on their own due to and magnetic resonance imaging (MRI) scanner that was affecting the shunt. The patient stated that, "for several months, I was in the ER and doctor's office with the shunt changing settings often. They had me take one straight from the box to carry around with me to watch the settings to see if it changed as well. It did. Doctor's office should have documentation of that time period. Issue has been ongoing since. Every few months or sometimes every few weeks, the shunt either adjusts to a lower setting or a higher setting without my knowledge. My symptoms are severe headache, eye pressure, nausea.". It has been an ongoing issue for four years. The patient had to check her settings daily and currently at a 2 setting. Strength of MRI: 1.5 t and 0.55t. The patient also stated, "I am an MRI technologist: the reason I have this shunt is because of my career and the professor sent me prior to implant surgery of the testing that¿s been done in the MRI setting. I was told this device is MRI resistant up to 3t. I have regular issues with the device changing settings and am very unhappy with my quality of life with this device implanted in my brain."

Manufacturer narrative:
Additional information received from the patient/consumer via phone call: on tuesday (B)(6) (B)(6). (Integra's supervisor) called and spoke with (B)(6) (patient): "(B)(6) stated that she originally had a non-programmable shunt that was not working well. Her doctor was working with who she believed to be an integra sales representative, (B)(6). Who provided her and her doctor with all the studies involving this shunt and assured her that given her profession as an MRI technologist she would not have an issue with this shunt as it is MRI resistant. (B)(6) stated that she is the only patient her doctor has implanted this type of shunt in. I did review with her the specific guidelines section of the IFU states that ¿the valve setting should be verified after the MRI procedure¿. (B)(6) stated that she did have the IFU information as well." "When this was first implanted (B)(6) was in and out of the ER and hospital to adjust the settings. She also visited her treating physician; however, this office never documented her visits for adjustments. The treating physician also provided her with a device to check the shunt settings on her own and stated her husband and coworkers help her adjust the shunt back to the appropriate setting. (B)(6) states that she has reported this doctor to the medical board." (B)(6) has moved from (B)(6) to (B)(6) and now sees a different doctor, who does not place these shunts. I advised (B)(6) to have her new treating physician contact us. (B)(6) stated she can send us her medical records for review, I advised that if she is willing to she can send them for our medical specialists to review. Lastly, (B)(6) stated that (B)(6). Was made aware when she was having setting change issue. (B)(6) provided her with a new shunt to keep in her pocket at work. He advised her to walk in and out of the MRI magnetic field to see if that shunt changed setting. (B)(6) stated she cannot remember if the shunt she was given changed settings when she performed this test. " additional information received from the patient via email: "I have my medical record I am happy to fax, and I wanted to add that for the last year, I¿ve been keeping a log of every time I had to adjust the shunt. It all of them was I near an MRI. So, I am not saying that it the only thing I believe contributing to the unwanted adjustments. Also, there seems to be a range. For example, I should be at a 2. When checking, often the 2 is not in the center and it is either too high or too low. Just that little bit of pressure change in my head is very noticeable. I was told by the physician that is because of years of overshunting with my prior nonprogrammable shunt, that my brain had become hard and rigid and way more sensitive to the slightest changes in icp. That was also something that (B)(6) I believe was or should have been aware of when suggesting this shunt if those ¿high and low 2¿s¿ are considered an acceptable setting."

Event description:
N/a.